Event description:
It was reported the patient's blood glucose level rose to 16mmol/l (288mg/dl) while wearing the pod between 25 and 36 hours. The patient reported that the infusion site (abdomen) was sore and swollen. The pod was found to be leaking insulin. As treatment, a new pod was applied.

Manufacturer narrative:
The returned device was evaluated and a tear was found in the exposed portion of the soft cannula. Fluid diverted through the tear during fluid path testing. It could not be determined when or how the tear occurred. The adhesive pad was not returned with the device. No evidence was found that would result in skin irritation occurring at the infusion site; the cause of the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.